Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number:(B)(4). It was reported during initial implant procedure, insulation damage was noted on patient's atrial and right ventricular (rv) lead. Both leads were not used and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.